Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming was unable to be confirmed. The heartmate ii system controller (serial number: (B)(6) ) was returned for analysis; however, no log files were submitted. The returned controller underwent preliminary testing per op, investigation process reference form, epc system controller, hmii. The controller was connected to a test power module/system monitor; however, a log file was unable to be downloaded. The controller was failed and forwarded troubleshooting. During troubleshooting, the controller was connected the system monitor/ power module and the log file was found to be irretrievable due to a possible corruption of the file. The controller was connected to a mock circulatory loop and run for an extended period of time. A root cause for the reported event was unable to be conclusively determined through this investigation. Incidental findings: damage strain relief, damage power cable, conductor breakdown, low cell voltage the device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications. Customer order was shipped on 12jun2017. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including, system controller cell low alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient went to the hospital following an alarm for a system controller exchange. The system controller was exchanged.